Event description:
I had cataract surgery on both eyes at (B)(6) in (B)(6) in (B)(6) 2017. I paid an extra 6,000 dollars for the premium symphony lenses. Twenty one years ago, I had lasik surgery on both eyes. I had 20/15 vision in both eyes until I had the cataracts. After the cataract surgery my right eye was under corrected. They told me it is hard to know which lenses would be correct after I had lasik. It was recommended to me to have a very simple procedure done on my under corrected right eye called prk. I agreed to have it done as I was told it's nothing. Just a minor touch up. I saw 20/30 in that eye before the prk procedure. After previously being so used to 20/15 the 20/30 was fuzzy at distance I felt I wanted to proceed. After the procedure on (B)(6) 2018 I was experiencing severe eye pain and such blurry vision to the point of basically only seeing light. The pain continued and I then was told prk takes a long time to heal. After my third follow up exam which was now four weeks after the prk surgery. I was told I had epithelial cells growing underneath the lasik flap. Now I'm told that the flap will need to be lifted (after 21 years of being in place) to scrape off the cells. That was performed by dr. (B)(6) on (B)(6) 2018. I'm still in severe pain and have been since the original prk on (B)(6) 2018. I have followed their post op instructions to the "t" with the eye drops and taking fish oil and vitamin c daily. I am currently blind in that eye. I can see nothing more than light and shadows of objects. Now when I look in a magnified mirror I can see the outline of the flap on my right eye with my left eye. I think (B)(6) and the prk surgery permanently damaged my eye for the rest of my life. The prk was offered to me as a simple minor "touch up" to get 20/20 or better vision in my eye because of (B)(6) putting the wrong lenses in the first place. I am devastated with this outcome. Name of the product as it appears on the box, bottle or package: prk. Did the problem stop after the person reduced the dose or stopped taking or using the product: no.